Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that there was a pulmonary embolism in the area of the sensor. Because the patient has not transmitted any cardiomems readings since (B)(6), there has been discussion about when the embolism developed and whether it is in the vessel where the cardiomems sensor is located. There was no indication of any reduced blood flow or pulmonary embolus in the vessel where the cardiomems sensor is located as of the patient's last reading on (B)(6) 2024.